Event description:
It was reported a patient had break in aseptic technique further described as wet contamination, minicap fell off of transfer set (same patient as (B)(4)), and cat's hair got into the abdomen which caused peritonitis. The patient was hospitalized for 2 days for peritonitis. Treatment was not reported. At the time of this report, the patient was recovering from peritonitis. Additional information has been requested, but is not available at this time.

Manufacturer narrative:
(B)(4): the transfer set was in use for about 2 weeks prior to the disconnection. The minicap was in use for a few hours, before it fell off. The patient used proper connection technique to connect the minicap to the transfer and there was no reported difficulty making the connection. There was no damage noted or build up on the threads of the transfer set. It was unknown what the patient was doing at the time of the event; however it was known that the patient was not asleep at the time of the disconnection. The lot number and sample were requested, but was not available. The patient recovered from peritonitis and has had no other connection issues after this incident. The reported connection issue could not be confirmed, nor could a cause be determined, as a sample was not returned for analysis.

Manufacturer narrative:
(B)(4). This is report 1 of 2. The event occurred in (B)(6) 2013. A follow-up report will be submitted if additional information becomes available.